Manufacturer narrative:
The customer¿s test strips were returned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant high glucose results with an accu-chek inform ii meter serial number (B)(4). The same operator performed all meter measurements. At 12:55 p.m., the patient¿s meter result was 307 mg/dl. At 1:00 p.m., the patient¿s meter result was 87 mg/dl. At 4:45 p.m., the patient¿s meter result was 177 mg/dl. At 4:48 p.m., the patient¿s meter result was 85 mg/dl.

Manufacturer narrative:
The customer returned 3 vials of test strips for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance for each vial. All testing with the returned strips produced acceptable results, and no strip defects were observed. No information was provided in the complaint case that would point to a cause for the result discrepancy.